Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. The ok, stop, and up/down arrows illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found that the transformer (t1) on the inverter board was burned. The inverter board is located near the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during step 6 of setup. The patient contact confirmed that the screen went blank before the patient was able to connect. There were no recent power outages reported and the power cord connection behind the cycler was secure. The cycler was plugged directly into an unshared power outlet. There was not any background light on the screen or the keypad, however key beeps were heard when the keys were pressed. The cycler was rebooted and unplugged from the outlet and the background lights on the keypad lit up, but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment using manual exchanges. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.